Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.50/+2.0/177 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to patient experienced a refractive surprise. The lens was replaced with another same model/length lens and the problem was resolved. The initial and replacement lenses were implanted vertically. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken/bent and deformed. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).